Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The intended procedure was delayed and the patient's anesthesia or sedation was extended not more than five minutes, to allow the user to pull another balloon. The condition of the patient was not impacted by the event and no medical intervention was required.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Correction to h10: it is likely the balloon burst due to reinflation. The instructions for use (IFU) warns: "caution: do not pre-test balloon by inflating before insertion into the endoscope, any attempt to refold the balloon may result in compromised performance, or failure of the device." The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the balloon burst. The reported problem was found during a therapeutic esophageal dilation which was completed successfully. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.